Event description:
The customer reported to baxter (B)(4) dirt in the vialmate package. There was no patient involvement, medical intervention or patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of particulate matter was confirmed. This condition is attributed to the manufacturing process. However, the manufacturing processes were reviewed and no abnormalities were found. Therefore, an assignable root cause could not be identified. If additional information become available, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found.